Event description:
It was reported that during preparation of a non-abbott balloon catheter while outside the anatomy, the stopcock had an air leak. Another stopcock was used for the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported air leak in the stopcock. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.